Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. As a measurement result of the length of the cutting wire and the cutting wire coating, there was no abnormality. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following mechanism. (1) the cutting wire contacted to the distal part of the endoscope since the rear end of the cutting wire was not extended from the distal end of the endoscope. (2) the subject device was activated, and it caused spark. (3) a part of the cutting wire became extremely hot, resulting in breakage. The above device handling has warned in the instruction manual as follows. *since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. Insufficient output or unintended tissue injury may occur in case the cutting wire contacts the forceps elevator.

Event description:
During an endoscopic sphincterotomy (est), three devices were used. It was reported that the cutting wire of the first device broke when the lever was pulled before energization. The user exchanged the first device for the second device, and continued the procedure. The cutting wire of the second device broke when the lever was pulled before energization. The intended procedure was completed with the third device. There was no patient injury reported. On (B)(6) 2020, olympus medical systems corp. (Omsc) found that the cutting wires of two devices were melted, and burned. Therefore, we considered that the cutting wires were broken off during energization. This is the report regarding the breakage of the cutting wire of the first device.